Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned for evaluation. Returned product consisted of a rebel stent delivery system. The stent was not returned for analysis. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. Microscopic examination and tactile inspection presented no damage or irregularities to the shafts, tip, balloon and markerbands of the device. Inspection of the device revealed no other damage or irregularities. No damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2015. It was reported that crossing difficulties were encountered. The target lesion was located in the left circumflex artery (lcx). A 12 x 2.25 rebel stent was selected for use and advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment.